Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of the shell assessed as to inconclusive. Additional observations: crease flat observed in the device. Yellow biological tissue observed in the surface of the shell red particles in the surface of the shell. No further actions are required as the device was implanted.

Event description:
Patient reported unknown side rupture. Healthcare professional reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Health effect - impact code: f2203 - imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side rupture. Healthcare professional reported left rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported unknown side rupture. Healthcare professional reported left rupture. The device has been explanted and replaced.